Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, when expanding the calcaneus part with evans technique, the dial of the distractor stopped moving, it became impossible to distraction or compress. The surgeon using k-wires, manually distracted and inserted the chisel as a stopper into the opening and continuing the surgical operation. No impact to the patient.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. This medical device report was filed in error. The investigation/additional information received determined the device would not cause a patient injury nor has caused a patient injury in the past and therefore this report was not required.

Event description:
Allegedly, when expanding the calcaneus part with evans technique, the dial of the distractor stopped moving, it became impossible to distraction or compress. The surgeon using k-wires, manually distracted and inserted the chisel as a stopper into the opening and continuing the surgical operation. No impact to the patient.